Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The piece that goes into the tibial keeled implant broke off and went into the bone of the patient. This occurred during final implantation. The end piece of the inserter broke off during impaction and exited through the end of the tibial keeled implant, and into the bone of the patient. Patient was not harmed and there is not a need for as revision surgery.

Manufacturer narrative:
Medical device is manufactured in accordance with our specifications. Unusual stress apply on the device this is the final report submitted regarding this surgical event and medical device.

Event description:
The piece that goes into the tibial keeled implant broke off and went into the bone of the patient. This occurred during final implantation. The end piece of the inserter broke off during impaction and exited through the end of the tibial keeled implant, and into the bone of the patient. Patient was not harmed and there is not a need for as revision surgery.